Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was a case of attempted implant due to patient had pneumothorax. This right ventricular (rv) lead was returned back to the laboratory. Additional information obtained from the field representative indicates that the patient was monitored overnight. No additional adverse patient effects were reported.